Manufacturer narrative:
The results of the investigation were inconclusive based upon the information available and the evaluation of the explant images. The event appears to be due to the head and stem not properly fixed during implantation. It is unknown if the patient followed surgeon's instructions for partial weight-bearing.

Event description:
Four weeks post-operative the patient reported the implant broke when the patient moved leg while lying in bed. The patient went to the doctor and it was identified that the femoral head had disassociated from the femoral stem. A revision surgery was performed and the head was replaced with a new head.